Event description:
It was reported, the pt has not received effective stimulation coverage of his pain area since being implanted with the scs system. The pt stated, he would like the scs system removed. A sjm rep to follow-up with pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.